Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that pump time was inaccurate by 10 minutes. Customer did not know when or how the issue occurred. There was no adverse impact to the customer. Customer updated pump time successfully.